Manufacturer narrative:
The customer biomedical engineer troubleshooting the issue with ge healthcare technical support. It was recommended to replace the cpu to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a watchdog circuit failure error preventing mechanical ventilation. There was no report of patient involvement.